Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was found to be dislodged. The plan was to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.